Manufacturer narrative:
The reported complaint of icy catheter (sn (B)(6) leak was confirmed. A water emission/leak was observed at the proximal infusion lumen opening during lumen crosstalk test. Probable causes for the reported complaint can be a latent material defect. The customer reported complaint of damage on one of the balloon was not confirmed during visual inspection. Visual examination of the returned catheter was performed. No physical damage to the catheter was found. Observe blood residue in the proximal luer tubing. Functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi. No leak or damage was observed on the balloons. However, a water emission/leak was observed at the proximal infusion lumen opening during lumen crosstalk test. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Therefore, it is unlikely that the catheter was defective when shipped. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with a lot number 144498.

Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A follow-up report will be submitted when the catheter is returned and investigation has been completed.

Event description:
During ivtm therapy, the icy catheter had no issues when inserted in the left femoral vein of the patient. However during initial start-up phase, the user observed blood in the start-up kit (suk) tubing and the thermogard console displayed an "air trap" alarm. Following this, the catheter was removed and the user observed a damage on one of the balloons. The catheter was replaced and continued with the ivtm therapy. No consequences or impact to patient.